Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked. The patient finished a manual exchange and closed the integrated clamp catheter extendor system. They noticed a drop fell when putting on the disconnection plug (minicap). After a while, the patient noticed their clothes were soaked and when they removed the stopper, liquid began to gush out. This occurred after use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye noted broken occluder legs beneath the twist clamp. The reported condition was verified. The broken occluder legs is the cause of the leak, fluid flow through the set. The cause of the damaged/broken occlude legs could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol, or bleach as listed on the product packaging can damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.